Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 475 mg/dl. The customer was treated with injection. Customer also reported that insulin pump received insulin flow block alarm and when changing infusion set cannula was bent. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.